Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 lead; implant date: (B)(6) 2011. (B)(4).

Event description:
It was reported that death occurred. The patient's explanted implantable cardioverter defibrillator (ICD) system was returned to manufacturer after their death. No conclusive information was obtained despite numerous communication attempts to the medical facility registered to the patient's ICD system. With no conclusive primary, secondary cause(s) of death identified in this case, the patient's death is being reported. The date of device implant and date of death are recorded as less than one year apart.